Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient experienced a vasovagal. The physician performed "chest compressions eventually resuscitated the patient at approximate 60 second of ablation time, the issue occurred at the conclusion of the ablation cycle". The patient was stable and there was no permanent harm.